Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a device upgrade procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited loss of capture. The physician decided to cap and replace the lead but was unable to implant the new lead due to the patient's occluded vessel. The chronic lead was then uncapped and used with the new device. The patient was in stable condition.